Event description:
It was reported that while in inventory, it was noticed that a tracheostomy tube appeared to be a different length than what was reported on the label. The device was never used.

Manufacturer narrative:
Stryker sustainability solutions (sss) resterilized the complaint device through our open-but-unused process. An investigation determined the device length was 45mm however the original manufacture insert card was labeled with a length of 55mm. It could have been sent to sss with the incorrect OEM insert card, or it could have been inserted back into the incorrect device package at sss during the repackaging process. The labeling discrepancy was found while the device was in inventory.